Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The history log was checked for the described event. We believe the described event was documented in the history log dated (B)(6). The pump was tested in our laboratory and was found to be working correctly and showed no abnormal behavior. The infused volume between start infusion "infusing on" and stop infusion "infusing off" was correct and the pump performed according to specification. In summary the inspected pump meets our requirements. To complete our investigation, the pump has been forwarded to our svc workshop for a functional and flow test. The flow was tested in our svc workshop (according to the svc manual) and found correct. Based on the results of the pump inspection, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility: customer reported to (B)(4). Over infusion of the pump. Pt involved but no injury recorded. Incident reported rec'd from (B)(4). Details are as follows: the report from (B)(6) states that a volume to be infused of 60.08 ml was set to infuse from a 100 ml bag at a rate of 20 ml/hr. However, the full 100 ml was infused within 2 hours.